Event description:
During procedure hysteroscopic inflow tube set spontaneously separated from hysteroscope multiple times while in use. This resulted in fluid leaking on to floor and an inability to correctly measure fluid deficit. Also caused minor delay each time tubing needed to be reattached.